Event description:
On (B)(6) 2014, the patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. Rmt261218j was placed at the intended site. As the white outer deployment knob was pulled, significant amount of blood leakage was observed from the 2 areas: at the junction of the deployment handle and the delivery catheter shaft; and at the junction of the deployment handle and the tuohy-borst valve. The transparent knob and the grey deployment knob were quickly pulled to deploy the device completely, and the delivery catheter was removed from the patient. The rest of the procedure was conducted with no issues. No transfusion was performed. It was reported that there was an abnormal space at the junction areas where the leakage was observed.

Manufacturer narrative:
The device evaluation showed the following: leakage was observed through the catheter-handle junction. The shrink tube was removed, and a gap between the manifold lid and spine was observed, which was causing the leakage. All manifold lid glue ports appeared to contain the appropriate amount of glue. Engineering did not observe any leakage at the tuohy-borst to device handle junction. The findings from the evaluation are consistent with the physician¿s observations. However, the physician¿s observation that there was an abnormal space between the two handle covers could not be confirmed. The root cause for blood leaking from the handle of the device was due to a gap between the manifold lid and spine. The root cause for the gap could not be determined with the currently available information.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Results pending completion of evaluation.